Event description:
The customer reported that the ventilator was powering up and powering down during operation. The customer reported the ventilator was not in use on a patient. The manufacturers field service engineer was able to duplicate the reported problem. Review of the device diagnostic code log indicated a 24/12 volt power failure occurrence during operation, as well as several occurrences of 'backup battery not connected'. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The service technician replaced the power supply and backup battery to address the findings. Applicable final testing was completed and tests passed to operating specifications.